Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the catheter was not working and the catheter was being revised on the date of this report and the pump was being replaced due to the elective replacement indicator (eri). The catheter issue was noted as failure to aspirate and no flow from the side port access on (B)(6) 2015. The location of the issue was unknown. It was noted the patient had a catheter revision in the past and there were two catheters that were left implanted and remained in the intrathecal space as of the date of this report {refer to manufacturer report number 3007566237-2015-01342}. The doctor was wondering if he could place a third catheter and leave the other catheters implanted. The spinal pocket was opened and one spinal segment was found kinked. The spinal portion was unkinked and there was good flow. This spinal segment that was ¿re-used¿ had an unknown length and the managing physician was notified. The pump was programmed with an ¿other¿ volume to account for the estimation. The healthcare provider (hcp) decided to add a new 8596sc and connected to that segment and re-anchored. Upon connecting the new segment to the old spinal segment and pump, the catheter access port (cap) was aspirated and there was good flow. It was further reported when removing the old pump the surgeon pulled the pump segment through to the pump pocket and upon further observation it actually was an entire 8709 (89cm). It was reported that this was probably the catheter that was just replaced in 2011 {refer to manufacturer report number 3007566237-2015-01342}. There was also an unknown length of a previous catheter that was left in the patient¿s body and it was believed this was part of the original catheter. It was too deep for the hcp to warrant cutting deeper to remove. The prior catheter was revised with the newer catheter being removed. It was further clarified an older catheter that was left in place following the catheter replacement was spliced in the region of the kink and the newer catheter was then removed. The patient was having symptoms of decreased spasticity relief. The increased spasticity did not respond to increased intrathecal baclofen doses or to a single bolus dose. The patient would be seen in the clinic on 2015-04-24 and recovered without permanent impairment. The pump was being used to deliver lioresal. Further information was requested regarding catheter numbers and which catheter went with each event; however the hcp did not have any of the patient¿s catheter numbers in his chart. If additional clarifying information is received, a follow-up report will be sent.